Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to an infection. The infection caused the tissue to be damaged. A new ipp was implanted at a later date. No additional patient complications were reported.

Manufacturer narrative:
Date of event: no date of the infection or explant date was available, so the date of the new device implant was used. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.